Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and parts of the screen were no longer visible. Reportedly, the reason for the cracked screen was unknown and the pump was still functional. Customer¿s blood glucose was 330 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.